Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances out of range. Technical services (ts) recommended to deliver a commanded shock, reprogram and continue to monitor. This rv lead remains in service. No adverse patient effects were reported.